Event description:
During routine testing of the unit, the user found that it would charge, but would not fire. Examination of the unit disclosed that the fire switch on the paddle was broken. The push button and some internal parts of the switch were missing. The switch was replaced, and the unit functioned normally. Damage of the type observed can only have resulted from a significant impact. No additional action is indicated. The event is not occurring more frequently or with greater severity than is usual for the device.